Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However the customer tried calibrating the unit but wont leave 21%. Technical support informed customer that the gde (gas delivery engine) is an old style cannot be calibrated and will need to replaced. Uim (user interface module) might need also to replaced because the age of the unit is not compatible with the new gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ii ventilator o2 (oxygen) was off it wont leave 21%. As of this time, there is no information about patient involvement associated with this reported event.